Event description:
Information was received from a patient via the manufacturer representative regarding a patient who was implanted with a neurostimulator for spinal pain and failed back surgery syndrome. It was reported that the patient was in overdischarge. The patient suffers from dementia and forgets to charge their device. There were no diagnostics performed. The manufacturer representative (rep) performed a trickle charge and a normal recharge session was initiated after about an hour. The rep was able to charge the neurostimulator to half full before clearing the power on reset (por) message. The patient's therapy was re-established and the coverage was good. The rep educated the patient on recharging and the issue was resolved at the time of the report. Additional information was received from the manufacturer representative (rep) on july 15th 2016 stating that they saw the patient on the day of the report for reprogramming that the battery was discharged. They put on the recharger and it charged up to 75% after only 45 minutes with 8 bars. It was discussed that the patient had already had two previously reported overdischarge events. It was discussed that this would be anticipated to have rapid charge and depletion post overdischarge event since it actually damages the battery. The patient had dementia and charging to a prime cell was discussed, longevity was ran with current settings and it resulted in approximately 5 months. A recharge interval calculation was run with the same settings and it was reviewed that a non damaged battery could go from full to empty in 3-4 days. The rep thought that the rapid recharge had been occurring for a couple of months.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.